Manufacturer narrative:
Additional information: e1(event site postal code: (B)(6)). Getinge field service engineer (fse) checked the machine with trainer and balloon, no issues detected. Runned the machine for 3 hours. And demonstrated to the users about auto and semi auto functionality¿s. Checked all the functional tests. Handed over the machine in working condition.

Event description:
It was reported during a routine check performed by the customer, the cs100 intra-aortic balloon pump (iabp) had an electrocardiogram (ECG) and pressure signal issue. There was no patient involvement.

Event description:
It was reported during a routine check performed by the customer, the cs100 intra-aortic balloon pump (iabp) had an electrocardiogram (ECG) and pressure signal issue. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
UDI related data quality updates only. Providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5)